Event description:
The affiliate stated the customer reported approximately three to five drops of isoflow solution dripped from the sample head during the wash cycle involving the tetracxp system for the cytomics fc 500 with (B)(4) software. The customer stated the fluid was contained within the instrument. There was no operator injury or adverse effect associated with this event. The customer indicated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) cleaned a dirty vacuum line tubing between sample head and universal power supply and noted the connectors on lower pneumatics and back panel of the instrument were blocked with dried isoflow; the fse replaced the connectors. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to a dirty vacuum line and blocked connectors due to dried isoflow solution. A definitive root cause is unknown. (B)(4).